Event description:
It has been reported that a re-revision surgery was performed due to disassociation. A total knee revision surgery was done on (B) (6) 2010, due to infection. This revision will be reported under a separate MDR. The poly insert was revised on (B) (6) 2010 because the poly had split out. It is not known whether the poly did not engage, if it was damaged, or what happened.